Event description:
Pt was implanted with femoral nail construct on (B)(6) 2011 at another unknown facility for a femur fracture. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Pt's femur fracture healed. Pt complained of painful retained hardware. Surgeon removed all hardware and the pt was not implanted with any add'l hardware. This is the 4th report of 4 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Account provided patient's weight. Reported patient's weight is (B)(6).